Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6) 2013 (day not reported) resulting in fixture loss due to head trauma. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device currently unavailable.